Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was implanted with a baclofen pump on (B)(6) 2013. The patient had an altered mental status; sleepy and delirious. The patient remained on 2000 micrograms per milliliter and 100 micrograms per day. The patient had been drinking 8-9 beers per day, using marijuana and was on other drugs for prior pain issues. The patient was being re-admitting on the date of this report to examine the effects of the baclofen and other substances combined. The patient¿s tone was good and the patient was off all oral baclofen. It was unclear if the concentration would need to be decreased in order to reduce the daily dose or to alter the other medications. The medical intervention was described as may require the adjustments of medications and substances. The patient also had urinary tract infection which was common for this patient. Reportedly there was no alleged product issue. No diagnostic testing or troubleshooting was performed. It was unknown if the issue was resolved or the cause of the issue. At the time of the report the patient¿s status was alive, no injury. This device system delivered lioresal. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information reported the patient had improved and they had been taking other drugs and alcohol that they were not aware of, and they were not making attempts to have the other agents decreased.

Event description:
It was further provided that the patient was admitted and supported while he went through the "dt's." The patient is currently receiving baclofen therapy for his spasticity and has underlying problems that are affecting his overall health but these were unrelated to his pump.